Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was returned for evaluation. Visual inspection of the pump found biomaterial on two struts of the inlet cage and in the outflow cage. Functional testing of the device passed. Based on the available information, the root cause of the reported event is biomaterial/patient condition. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 36-year-old male patient implanted with the impella 5.5 for mechanical circulatory support developed thrombus. Upon removal of the device, it was found to have what appears to be adhesion on one window of the inlet and on the propeller inside the outlet. No further information was provided. There were no reports of harm to the patient.